Event description:
It was reported that during a colectomy procedure, the device cut but did not staple with the second cartridge. The cartridge was not empty. The patient hemorrhaged and an endoloop was used to control the bleeding. The surgery was prolonged. The device stapled fine with the first one. The device was discarded, but both reloads will be returned.

Manufacturer narrative:
Information anticipated, but unavailable at this time.